Event description:
A customer reported error message ¿2163 y-axis cup transfer cup release failure¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and reproduce the complaint by running daily check and the error reoccurred. Fse found the y-axis transfer cup chuck assembly was sticky and blocking the sensor causing the analyzer to think there was a cup present when no cup was present. Fse resolved the complaint by cleaning and lubricating the y-axis cup transfer cup chuck assembly. Fse validated the analyzer by successfully performing quality control run without error and within published ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number: (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date 14jan2023. There were two other similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2163) y-axis cup transfer cup release failure. Cause: the cup-gripping sensor detected a cup after the cup release operation. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is due to sticky y-axis cup transfer cup chuck assembly.